Event description:
The hcp reported the pt had been experiencing withdrawal symptoms as well as increased pain. The pt had been receiving clonidine 2000mcg/ml at a dose of 230.2mcg/day and bupivicaine 30mg/ml at a dose of 3.45mg/day intrathecally via the pump. The pt was treated with supplemental oral medications. A catheter dye study was done which showed the catheter to be intact. The pump was explanted after an implant duration of 74 mos, due to battery depletion and replaced. The pt is reported to have recovered and is doing great after the pump replacement.

Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.